Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported via rga "hole in valve, 80% deflated, hole in valve site". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation : observed opening device assessed as surgical damage. ¿ valve leak and/or damage : a crack opening on assessed as cracked valve seat diaphragm valve. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Reason for reoperation: valve leak and/or damage